Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer¿s blood glucose level was 39 mg/dl. The caller also reported that the customer had high blood glucose issues that was over 500 mg/dl for most of the day. The bolus wizard calculated for the customer to receive 9 units of insulin. Troubleshooting was not performed. The caller stated they will get the blood glucose level to go up and then call back. The device will not be returned for analysis.